Manufacturer narrative:
The creatinine reagent lot number was 710180. The reagent lot number and expiration date were requested, but not provided. The field service engineer found holes in wash station tubing. The tubing was replaced. The creatinine test and analyzer were confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with crep2 (creatinine) on a cobas 8000 c 702 module. The first patient sample initially resulted in a creatinine value of 339 umol/l. The sample was repeated three additional times, resulting in values of 63 umol/l measured in a different laboratory, 60 umol/l, and 64 umol/l. The second sample initially resulted in a creatinine value of 349 umol/l. When repeated in a different laboratory, it resulted in a value of 83 umol/l. The third sample initially resulted in a creatinine value of 343 umol/l. When repeated in a different laboratory, it resulted in a value of 72 umol/l.